Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had a  shocking sensation while they were recharging. The patient reported a 1707/coupling issues error. The following troubleshooting steps were performed; recommended using recharger over a thin layer of clothing, apply comfortable pressure to the recharger or consider tightening the recharging belt, repositioned the recharger, located the ins by looking for incision and/or palpating the ins. Pt reported having issues with the recharger giving pt "like electric shocks" and clarified they can feel "shocks of electricity" when pt puts recharger against their skin. Pt stated they are using the belt to charge and they are putting belt directly on their skin. Reviewed recharging best practices and reviewed to charge over layer of clothing. Pt also reported they have trouble getting recharger lined up to charge their ins. Pt stated they will hold recharger for 30 minutes to try to connect to charge. Pt also reported when they were charging the last two times the power light on the recharger turned red. Pt stated they were not using the recharging application at that time so pt was unable to see any messages to indicate why this was occurring. Walked pt through charging ins on call. Pt positioned recharger in belt over a thin layer of clothing and stated initially they were connecting with ins and then stated they would lose connection. Pt stated recharger did not move from implant site when this occurred. Pt stated they were standing when trying to charge. When agent asked if pt can palpate ins pt reported their ins has been "revised" and is now deeper under the skin (see related case for event regarding revision). Pt stated initially they were putting recharger in the "general area" of the implant, but stated they didn't know exactly where it was. Pt then palpated ins and could feel it. Pt continued connecting and then lost connection and reported it's so hard to find their ins. Pt stated they were holding recharger and was lying on side with the buttock in the air. Pt stated it's harder to use the be lt so pt tried holding recharger. Reviewed implant depth factors. Pt stated if they "dig deep with their fingers" they are able to "grab the implant". Pt applied pressure with recharger against implant then connected to charge with excellent connection (ins at 30%). Pt stated they were pressing really hard with recharger against skin. Pt confirmed no longer feeling shocking sensation when charging over a layer of clothing on call. Reviewed charging duration expectations. Pt stated they can't hold recharger this hard against skin for an hour. Redirected to pt's hcp to further discuss implant depth and trouble charging. Pt provided event date for all information reported above as "the last like month". Pt denied any recent trauma or falls. The troubleshooting steps that were taken on the call resolved the issue.  No further complications were reported/anticipated at this time. Additional information was received from the patient. They reported that since their ins was implanted deeper in february of 2021, they had a more difficult time connecting when they tried to recharge the ins. After three to four minutes, they found it and were successful to recharge, but they had to hold it with their hand; they could not use the belt. Additional information was received from the patient. They reported they were seeing codes 1707 and 9767. It was reviewed how to dismiss codes and reposition the recharger. They were able to connect to the ins, but said they had a hard time staying connected. The communicator could easily find the ins. They again noted they had revision surgery in february to put the ins deeper. Prior to the revision, they had lost twenty pounds. They were not able to feel the ins though the skin. Additional information was received from the patient. In response to the inquiry for what most likely caused or contributed to the difficulty maintaining connection to recharge, the patient replied that it was ¿intentionally implanted deeper-revision surgery.¿ the patient said that ¿yes,¿ they were able to successfully recharge the implant.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.